Event description:
It was reported the pt wants the scs system explanted. A sjm representative spoke with the pt and the pt stated she is not getting any pain relief from the system. Surgery intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.